Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 590 mg/dl. The customer did mention symptoms of their blood glucose levels as past event. The customer treated with the pump. Customer stated that pump is cracked on the reservoir compartment and it leaked insulin in the pump. Customer's blood glucose value was 590 mg/dl at the time of the incident. Customer's current blood glucose value was 90 mg/dl. Troubleshooting was performed. The customer had admitted in emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 590 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. The product will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with cracked reservoir tube lip and minor scratches on lcd window.